Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with multiple insulin pump errors. The blood glucose was 94 mg/dl at the time of the incident. Alarm did not occur during the rewind and prime sequence. Assisted customer in performing a self test and motor arm failed self-test alarm occured again. Error table indicates the pump should be replaced. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Failed self-test alarm and high stop current due to faulty electrical component on the radio frequency board. Insulin pump passed the unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test.